Event description:
Consumer called to report having accuracy issues with their meter. In addition, they couldn't get the meter to turn on so they went to the hospital for treatment. They felt very low and emergency room dispensed orange juice and glucose tablets to raise their levels.